Event description:
On (B)(6) 2011, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On an unknown date, follow-up imaging revealed a persistent type ii endoleak contributing to aneurysm enlargement. The source of the endoleak was unknown. On (B)(6) 2012, the physician explanted the system of gore devices. The aneurysm was repaired with a surgical graft, and the patient tolerated the procedure.

Manufacturer narrative:
Results pending completion of manufacturing evaluation.